Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler underwent and passed a valve actuation test, system air leak test, and teach pump test. Additionally the cycler passed the voltage verification check. A pre-accelerated stress test (ast) simulated treatment with 1000 ml was run on the cycler with no issues noted. An internal visual inspection of the returned cycler failed. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharps in cassette area that may have punctured a cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the observed dried fluid could not be determined. There was no loud or unusual noises or sounds heard during the above testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was noisy crackle sound during setup five of setup with a display brightness problem. The power cord was secured at both ends and the cycler was plugged directly into a three prong wall outlet that is not being shared. There were no recent power outages in the home or in the area reported. The ok and stop keys lit up. It was then reported that the cycler powered down unexpectedly during setup and a smoky smell was noted. Upon power up, the screen became dimmer as time passed. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that the patient has manual therapy available for treatment. Upon follow up, there were no patient adverse effects experienced and no medical intervention required. The patient was able to complete treatment by manual exchanges. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that the transformer on the inverter board was burned.